Event description:
It was reported that during an ablation procedure to treat ventricular tachycardia (vt) using the carto® 3 mapping system with a thermocool® sf nav bi-directional catheter, the patient had polymorph fast and slow vts. The patient got unstable and a cardiopulmonary reanimation was needed. The patient could not be stabilized by the physicians and deceased in the ep lab. No device malfunction was reported. According to the physician, the event was not related to the bwi device.

Manufacturer narrative:
(B)(4).